Event description:
Customer reported a pump altitude alarm issue, which occurred without adverse impact to the customer's blood glucose level. Although customer's insulin delivery was initially suspended, the customer was advised by technical support to clean the speaker holes and reconnect the cartridge. Despite these actions, the alarm recurred, leading to the attempted use of a new cartridge. However, the issue persisted, and technical support decided to replace the pump and cartridge.